Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID, weight, and age are unknown, however, the patient age was reported to be over 18 years). According to the complainant, the patient received cytotec on (B)(6), 2011 to soften the cervix for the hta procedure. The patient's cervix was reportedly patulous. During the heating phase, when the fluid was between 77c and 82c, a fluid loss alarm at a rate of 8 cc/min was received. Fluid was seen leaking from the cervix. Gauze was placed within the patient's cervix, and the procedure was resumed. A second fluid loss alarm occurred at a rate greater than the previous alarm. Fluid was again observed to be leaking from the cervix, however no burn was observed at the time. The tenaculum stabilizer was tightened, and the procedure was resumed. A third fluid loss alarm occurred at an unknown rate, and the machine automatically shut down. The patient was examined, and no burns were observed. The procedure was completed using thermachoice. Upon completion of the thermachoice procedure, a "superficial burn/blistering" measuring approximately 3/4" x 2" in size was observed on the patient's cervix. The burn was treated with silvadene cream. The patient was reported to be "doing fine" at a follow up appointment on (B)(6), 2011. An additional attempt has been made to obtain follow up event details with no response from the clinician.